Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported nav-ring failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 14jun2019. Philips field service engineer (fse) confirmed nav ring issue. The fse replaced the nav ring to resolve this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.